Manufacturer narrative:
(B)(4)

Event description:
It was reported that the receiver initialized without a manual restart occurred. Data was provided for investigation but does not reflect the alleged device. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.